Event description:
As reported by the (B)(4) study, a patient experienced myocardial infarction post index procedure, and exertional angina approximately two months after the index procedure. It was reported that the patient had successful cypher stent implantation (approximately 6 years prior index) on (B)(6) 2005 in the mid lad lesion which was later described as a proximal lad lesion. The proximal lad was described as 19mm in length with 80% stenosis. The lesion was treated with a 3.0 x 23mm cypher rx. The indication for the procedure was positive stress test (evidence of ischemia). Approximately six years after initial stent implantation, the patient underwent revascularization of distal lad and distal circumflex due to stable angina pectoris. It was reported that the new distal lad lesion was not within 5mm of previously implanted cypher stent in the proximal lad on (B)(6) 2005. It was also reported that the cypher stent implanted on (B)(6) 2005 was noted to be patent at the time of revascularization of the distal lad and distal circumflex. At the time of the index procedure, the angiography revealed 2 vessels diseased. The indication for the procedure was a stable angina pectoris. The distal left anterior descending (lad) was described as 5mm in length, class a, eccentric, mildly calcified, and de novo with 80% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 8mm cypher rx at 20atm by direct stenting. The stent was post-dilated with a 2.75 x 8mm balloon at 16atm to fully expand the stent. The mid edge of the distal circumflex was described as 6mm in length, class b1, severely calcified, and de novo with 95% stenosis. The lesion was pre-dilated with a 2.0 x 10mm balloon at 20atm as a planned procedure. It was reported that two balloons were used for pre-dilation of the lesion. A 2.25 x 8mm cypher rx was implanted at 14atm pressure to treat the lesion.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced myocardial infarction post index procedure, exertional angina approximately two months after the index procedure and stable angina at the 6 month follow-up visit. This is a (B)(6) male with medical history including angina, previous pci ((B)(6) 2005), hyperlipidemia, family history of coronary artery disease, target vessel previously revascularized ((B)(6) 2005), myocardial infarction (2003), gastritis, glaucoma and gastroesophageal reflux disease. It was reported that the patient had successful cypher stent implantation (approximately 6 years prior index) on (B)(6) 2005, in the mid lad lesion which was later described as a proximal lad lesion. The proximal lad was described as 19mm in length with 80% stenosis. The lesion was treated with a 3.0 x 23mm cypher rx. The indication for the procedure was positive stress test (evidence of ischemia). Approximately six years after initial stent implantation, the patient underwent revascularization of distal lad and distal circumflex due to stable angina pectoris. It was reported that the new distal lad lesion was not within 5mm of previously implanted cypher stent in the proximal lad on (B)(6) 2005. It was also reported that the cypher stent implanted on (B)(6) 2005, was noted to be patent at the time of revascularization of the distal lad and distal circumflex. At the time of the index procedure, the angiography revealed 2 vessels diseased. The indication for the procedure was a stable angina pectoris. The distal left anterior descending (lad) was described as 5mm in length, class a, eccentric, mildly calcified, and de novo with 80% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 8mm cypher rx at 20atm by direct stenting. The stent was post-dilated with a 2.75 x 8mm balloon at 16atm to fully expand the stent. The mid edge of the distal circumflex was described as 6mm in length, class b1, severely calcified, and de novo with 95% stenosis. The lesion was pre-dilated with a 2.0 x 10mm balloon at 20atm as a planned procedure. It was reported that two balloons were used for pre-dilation of the lesion. A 2.25 x 8mm cypher rx was implanted at 14atm pressure to treat the lesion. The stent was post-dilated with a 2.5 x 8mm balloon at 20atm to fully expand the stent. The residual percentage of stenosis was noted as 0% for both of the lesions. There were no procedural and angiographic complications and the patient was discharged the following day. The patient experienced elevated ck-mb 15.9 (5.50 unl) and elevated troponin I 1.13 (0.08 unl) 6-12 hours post procedure, and elevated ck-mb 39.4 (5.50 unl) and elevated troponin I 6.60 (0.08 unl) 16-24 hours post index procedure which was reported as a mi and underwent no treatment. The outcome of the event was resolved without sequelae. According to the investigator, the myocardial infarction was possibly related to the cypher stent or index procedure. Approximately two months after the index procedure, the patient experienced exertional angina and no treatment or testing was conducted. It was reported that the status of the exertional angina was ongoing, unchanged. It was also reported that the patient had no angina symptoms at recent 15 month follow-up visit. According to the investigator, the exertional angina was possibly related to the cypher stent or index procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00072 and 3003742446-2012-00073.

Manufacturer narrative:
The stent was post-dilated with a 2.5 x 8mm balloon at 20atm to fully expand the stent. The residual percentage of stenosis was noted as 0% for both of the lesions. There were no procedural and angiographic complications and the patient was discharged the following day. The patient experienced elevated ck-mb 15.9 (5.50 unl) and elevated troponin I 1.13 (0.08 unl) 6-12 hours post procedure, and elevated ck-mb 39.4 (5.50 unl) and elevated troponin I 6.60 (0.08 unl) 16-24 hours post index procedure which was reported as an mi and underwent no treatment. The outcome of the event was resolved without sequelae. According to the investigator, the myocardial infarction was possibly related to the cypher stent or index procedure. Approximately two months after the index procedure, the patient experienced exertional angina and no treatment or testing was conducted. It was reported that the status of the exertional angina was ongoing, unchanged. It was also reported that the patient had no anginal symptoms at recent 15 month follow-up visit. According to the investigator, the exertional angina was possibly related to the cypher stent or index procedure. Concomitant medications included aspirin, beta-blocking agents, bivalirudin, plavix, hmg coa reductase inhibitors, and niaspan. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00072 and 3003742446-2012-00073. Additional information will be submitted within 30 days of receipt.